Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited high capture threshold and low pacing impedance. During the retrieval procedure, it was noted that the lp could not be docked and snared. It was elected to leave the lp in the patient and implant an alternate pacing system on (B)(6) 2025. The patient was recovering without noted complications.